Event description:
It was reported that during an implant attempt the implantable pacing lead exhibited undersensing. Another lead was used and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary #the full lead was returned, analyzed and no anomalies were found, the distal lv (low voltage) electrode of the lead was covered in blood. (B)(4).